Event description:
On (B)(4) 2013, it was reported that the patient had experienced elevated blood glucose levels since (B)(6) 2013. The patient stated that her infusion device was not delivering the programmed boluses. On (B)(6) 2013 at 7:00 pm her blood glucose level was 7.2 mmol/l (129.6 mg/dl) and at 11:00 pm it was 19.7 mmol/l (354.6 mg/dl); the patient administered 11 units of insulin via the infusion device. The following morning at 8:00 am her blood glucose level was 11.7 mmol/l (210.6 mg/dl) and she bolused 18 units of insulin and ate 3 carbohydrates. At 12:00 pm it was 19.1 mmol/l (343.8 mg/dl) and she bolused 19 units of insulin and ate 3 carbohydrates, she also changed her cannula. At 3:00 pm her blood glucose level was hi and she bolused 16 units of insulin, she also changed her insulin cartridge and infusion tubing. At 5:00 pm her blood glucose level was hi and she administered 20 units of insulin. At 6:00 pm her blood glucose level was 23.5 mmol/l (423 mg/dl) and she bolused 21 units of insulin. At 11:30 pm it was 15.2 mmol/l (273.6 mg/dl) and she bolused 11 units of insulin. On (B)(6) 2013 the patient went to her general practitioner and was given an insulin pen to use if she needed. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.